Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("post procedural pain") and flatulence ("gas pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the procedural pain and flatulence outcome was unknown. The reporter considered flatulence, medical device removal and procedural pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("post procedural pain"), flatulence ("gas pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the procedural pain had not resolved and the flatulence and allergy to metals outcome was unknown. The reporter considered allergy to metals, flatulence, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : allergy to metals most recent follow-up information incorporated above includes: on (B)(6) 2020: social media reporter added. Event nickel allergy added. Outcome of event procedural pain updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("post procedural pain") and flatulence ("gas pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the procedural pain and flatulence outcome was unknown. The reporter considered flatulence, medical device removal and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (three kids aged: 04, 02, 01 respecively). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), procedural pain ("post procedural pain"), flatulence ("gas pain") and fatigue ("I got easily tired though"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, flatulence and fatigue outcome was unknown and the procedural pain had not resolved. The reporter considered allergy to metals, fatigue, flatulence and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event "fatigue" was added. Reporters were added. Event medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.